Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The physician noted that while using an 8mm balloon catheter, either an ultra-thin diamond balloon catheter or an ultra-thin sds, the device felt "tight" within an unknown 6fr sheath. Additionally, he felt the balloon of the device deflated slowly. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).